Manufacturer narrative:
Additional information: b5, d11.

Event description:
Related manufacturer reference number: 2938836-2020-07314.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with diaphragm stimulation. Upon interrogation, left ventricular lead (lv) exhibited impedance and threshold change. X ray confirmed the lv lead had dislodged and moved back into the atrium. Upon procedure to reposition lv lead, the lead coil that was originally placed under the device was on top of the device. The lead was explanted and replaced. The patient was stable.